Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the pain was getting worse, and the stimulation usually "took the edge off." The patient said she was taking more pills than she normally did. The patient said sometimes she did not take the medication, because the stimulator was working. Now, the stimulator was not working. The patient said when she was lying down in the fetal position, it worked perfectly. When walking, she had to bend far back to get it to work. The patient was sent physician listings. No further complications were reported/anticipated.